Manufacturer narrative:
Cont. E.1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported left side capsular contracture baker grade iii and folds in the elastomer. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as (B)(6) 2024.

Event description:
Physician reported left side capsular contracture baker grade iii and folds in the elastomer. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Crease/folding of implant: unable to observe creases on the provided photos. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d15

Event description:
Physician reported, left side capsular contracture, baker grade iii. And folds in the elastomer. Device has been explanted.